Manufacturer narrative:
Functional evaluation of the thermogard was performed and mid: 26 (low battery) error message displayed upon powering on, therefore confirming the reported complaint. The battery voltage was too low and the lithium battery of the display head was replaced. Once completed, the thermogard passed the final functional test with no issue observed. Additionally, electrical safety test and calibration test of the thermogard was performed. The unit passed all the test and meets its performance specifications and worked as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
It was reported that the thermogard displayed mid: 26 (low battery) error message upon powering on. No patient involvement was reported.

Manufacturer narrative:
The customer's reported complaint of the thermogard displayed mid: 26 (low battery) error message was confirmed through functional testing. The issue was attributed to a low voltage battery in the display head. To remedy the issue, the battery was replaced and once completed, the thermogard passed the final testing and meets its performance specifications. Historical complaints was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).